Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) during some stored episodes. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. Testing was performed and the noise was recreated by pushing the left arm across the body. The noise was consistent with myopotentials. Additionally, an x-ray was obtained that showed possible twiddling of the device and lead. No intervention is planned at this time and this ICD remains in service. The make of the rv lead is unknown. No adverse patient effects were reported. Additional information was received that the patient attended for a routine follow-up. During the follow-up no noise was observed and a normal impedance was observed with a commanded shock. The physician has elected to continue monitoring the system. No additional adverse patient effects were reported.